Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection:the device has markings consistent with use and cleaning. Functional inspection: one screw is seized, confirming the reported event. The head of one screw had fractured off. This is likely due to over torquing that leads to seizure. Previous mars indicate it is likely that the screw was over-torqued in the retracted position, causing the seizure. No remarkable damages were observed on the threaded surfaces. No material or manufacturing defects were observed during this examination.

Event description:
The screw of the guide was seazing before used in the medical procedure. Another side screw was functional, so the surgeon used the product in the medical procedure, because there was no spare product. We could not specify when the screw was seazing.

Event description:
The screw of the guide was seizing before used in the medical procedure. Another side screw was functional, so the surgeon used the product in the medical procedure, because there was no spare product. We could not specify when the screw was seizing.